Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump, successfully reset it without recurrence, and was advised to continue using the pump with directions to call back if issues persisted.